Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last charged the ipg approximately six months ago. As such, the ipg was inoperable as confirmed by the sjm representative. Surgical intervention was undertaken on (B)(6) 2017 during which the ipg was explanted and replaced. Effective stimulation was restored post-operatively.